Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The cause of low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous saline, and antibiotics. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.